Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the vibratory notifier was not functioning. The patient could not feel anything. The patient underwent MRI investigation in (B)(6) 2018 and this was the first time that the vibration was tested thereafter. The patient was asymptomatic and will continue to be followed routinely.